Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and physical testing without duplicating the report. The display cable was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any activity for the event date. No trend is associated with reports of this type.